Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the burning and heating sensation at the ins site was not determined. They most likely cause was believed to be the battery, felt like a hot phone. They stated that they just turned it off. According to a healthcare provider(hcp) they stated that it was and could be due to irritation of the nerves around the implant, that caused the burning. They also stated that the pain was pocket pain due to the implant.

Event description:
Additional information was received from the patient. The patient reported that they had their implant removed around (B)(6) 2025. The patient said they "couldn't handle" the implant any longer. The patient said from "the very beginning," they had nerve pain all around the implant. Patient was given gabapentin to desensitize the nerves and their body just "rejected it." The patient said it was extremely painful, and it got to the point where they could not even put one foot on the floor without excruciating pain. The patient could not bend over to pick one thing up off the floor. When they walked, they felt it going left and right with every step they made, and that irritated the nerves which caused more pain. The patient said they were having to sit with their feet elevated more than they could do activity. The patient said they saw many of the "manufacturer nurses" at the doctor's office, and they walked the patient through all different settings and nothing ever made the pain go away until they had it removed. Once the device was removed, the patient didn't have that discomfort. The patient stated that they had the device removed around march of this year.

Manufacturer narrative:
D6b: explant date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that patient was having trouble with pain right above the implant. Patient has tried different programs and settings and it works real good for a while and then patient will start noticing a little achiness above it and can't walk on that leg. Patient states it hurts to put foot on the floor and walk. Patient can feel the implant when sitting on a chair and it feels uncomfortable. If patient leans back on a counter and accidentally hits it, it was excruciating, like a knife got poked in. Patient mentioned programs 1-3 were unbearable. Patient has decreased settings and was currently on program 3 at 3.0 and the pain has gotten a little better. Agent reviewed stimulation should be in the bicycle seat area and reviewed patient may want to decrease stimulation if pain was still present. Patient states needing settings at 7.0 or higher in order to help symptoms. Patient does not remember having any falls or traumas. Patient mentioned healthcare provider (hcp) increased gabapentin patient takes during the night and does help sleep. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further add ress the issue. Patient states having a doctor appointment in 2 weeks. Additional information was received from the patient on 2024-12-18 .. Patient called back and repeated information from call summary and previous follow up note regarding pain near ins site. The patient stated that from day 1 they always had nerve pain above the ins site, which was why they were prescribed up to 600 mg of gabapentin. Patient repeated that about a month ago it got to the point that they couldn't put weight on their left leg because it hurt so bad, and they had to use the countertop to help them get to a chair so they could sit down. Since then, the patient said they had been turning the ins off/on all the time because of the pain. Patient stated that the pain makes it hurt to walk, so they turn off the ins when they need to walk, but they have accidents when the ins is turned off. Patient also repeated that they met with a nurse in their hcp's office last month and the nurse helped with progra mming. However, the patient felt like the ins site was burning and warm to the touch, which was new to them. Yesterday the patient turned on the ins because they had an accident earlier in the day, but their hip felt hot/warm and uncomfortable once the ins was on. The patient decreased stimulation, but the feeling never went away. The patient turned the ins off, but the ins site still felt warm to the touch. The patient left the ins off all night and turned it back on this morning, but the ins site felt like it was burning again. The patient turned the ins off again, but the ins site still felt uncomfortable because it was a little warm. The patient met with their nurse and reported that their hip felt warm, and they also felt like the ins was too shallow because they could feel it under their skin. The patient also noticed that the ins moved slightly from left to right when they walked. The nurse touched the ins and said it was shallow under the patient's skin, but told the patient that's where it needed to be. The patient had an MRI and they were told everything with the ins and wires looked good, so they nurse thought the patient's symptoms were related to programming. The nurse advised the patient to turn off the ins whenever they experienced discomfort. The patient wanted to know if the burning sensation they were experiencing was normal. Agent reviewed role of patient services and redirected the patient to their hcp to further address the issue.. Patient called back and reiterated their pain above their ins site. Patient stated they had their appointment at the hcp office (they saw a nurse who worked with the device/therapy) and the nurse told them they had the stimulation up way too high and at that level the implant wouldn't last that long. Patient stated they were on (they thought )"program 8" at like a 7 or 8 ma stimulation level at the time of the appointment so the nurse took them through all types of stimulation levels and they decided to keep them on program 6 up to 3.0 something ma or even 4.0 something ma. Patient wasn't sure what level but noted that it was much lower and that they were prescribed gabapentin which did help them but the patient stated that the gabapentin had made them gain so much weight, that they must have gained 10 pounds from it and they felt like they'd be 500 pounds by the end of the year so they stopped taking the gabapentin recently however the pain came back today. The patient stated they knew it was definitely nerve pa in around the edge of the implant and that they could put their hand right on top of it and feel exactly where that pain was and that right below that pain was the implant. Patient stated they felt the implant was affecting their nerves one way or another because right after their surgery the nerves around the implant were so sensitive they couldn't allow anything to touch it, the back of a chair, their clothes, it was excruciating. Patient stated the nurse also told them they had a small frame and there was not a lot of fat between them and the implant and the nurse again stressed the patient had had the stimulation level up too high before. Patient stated they turned the therapy off in the past and after a few days, the pain/discomfort also went away at that point but then the next day they had like 7-8 bowel movements with the therapy off so they turned it back on again. Patient stated the therapy was supposed to help their bowels and with the therapy off they had so many more bowel movements. Patient inquired about battery longevity and patient services reviewed information and redirected the patient to follow up with their hcp about the pain. Patient stated they hadn't yet told the hcp office they went off gabapentin. Patient stated they would first try decreasing the stimulation even more and if that didn't resolve the issue they would call their hcp office back in the first of the year to discuss what they could do and to check everything out. Patient also mentioned that they'd gotten a call from medtronic yesterday (2024-dec-17).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Removed nds3068 code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-oct-29 rtg0685297x3 (con):information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that patient was having trouble with pain right above the implant. Patient has tried different programs and settings and it works real good for a while and then patient will start noticing a little achiness above it and can't walk on that leg. Patient states it hurts to put foot on the floor and walk. Patient can feel the implant when sitting on a chair and it feels uncomfortable. If patient leans back on a counter and accidentally hits it, it was excruciating, like a knife got poked in. Patient mentioned programs 1-3 were unbearable. Patient has decreased settings and was currently on program 3 at 3.0 and the pain has gotten a little better. Agent reviewed stimulation should be in the bicycle seat area and reviewed patient may want to decrease stimulation if pain was still present. Patient states needing settings at 7.0 or higher in order to help symptoms. Patient does not remember having any falls or traumas. Patient mentioned healthcare provider (hcp) increased gabapentin patient takes during the night and does help sleep. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. Patient states having a doctor appointment in 2 weeks. Additional information was received from the patient on (B)(6) 2024. Patient called back and repeated information from call summary and previous follow up note regarding pain near ins site. The patient stated that from day 1 they always had nerve pain above the ins site, which was why they were prescribed up to 600 mg of gabapentin. Patient repeated that about a month ago it got to the point that they couldn't put weight on their left leg because it hurt so bad, and they had to use the countertop to help them get to a chair so they could sit down. Since then, the patient said they had been turning the ins off/on all the time because of the pain. Patient stated that the pain makes it hurt to walk, so they turn off the ins when they need to walk, but they have accidents when the ins is turned off. Patient also repeated that they met with a nurse in their hcp's office last month and the nurse helped with programming. However, the patient felt like the ins site was burning and warm to the touch, which was new to them. Yesterday the patient turned on the ins because they had an accident earlier in the day, but their hip felt hot/warm and uncomfortable once the ins was on. The patient decreased stimulation, but the feeling never went away. The patient turned the ins off, but the ins site still felt warm to the touch. The patient left the ins off all night and turned it back on this morning, but the ins site felt like it was burning again. The patient turned the ins off again, but the ins site still felt uncomfortable because it was a little warm. The patient met with their nurse and reported that their hip felt warm, and they also felt like the ins was too shallow because they could feel it under their skin. The patient also noticed that the ins moved slightly from left to right when they walked. The nurse touched the ins and said it was shallow under the patient's skin, but told the patient that's where it needed to be. The patient had an MRI and they were told everything with the ins and wires looked good, so they nurse thought the patient's symptoms were related to programming. The nurse advised the patient to turn off the ins whenever they experienced discomfort. The patient wanted to know if the burning sensation they were experiencing was normal. Agent reviewed role of patient services and redirected the patient to their hcp to further address the issue.. Patient called back and reiterated their pain above their ins site. Patient stated they had their appointment at the hcp office (they saw a nurse who worked with the device/therapy) and the nurse told them they had the stimulation up way too high and at that level the implant wouldn't last that long. Patient stated they were on (they thought )"program 8" at like a 7 or 8 ma stimulation level at the time of the appointment so the nurse took them through all types of stimulation levels and they decided to keep them on program 6 up to 3.0 something ma or even 4.0 something ma. Patient wasn't sure what level but noted that it was much lower and that they were prescribed gabapentin which did help them but the patient stated that the gabapentin had made them gain so much weight, that they must have gained 10 pounds from it and they felt like they'd be 500 pounds by the end of the year so they stopped taking the gabapentin recently however the pain came back today. The patient stated they knew it was definitely nerve pa in around the edge of the implant and that they could put their hand right on top of it and feel exactly where that pain was and that right below that pain was the implant. Patient stated they felt the implant was affecting their nerves one way or another because right after their surgery the nerves around the implant were so sensitive they couldn't allow anything to touch it, the back of a chair, their clothes, it was excruciating. Patient stated the nurse also told them they had a small frame and there was not a lot of fat between them and the implant and the nurse again stressed the patient had the stimulation level up too high before. Patient stated they turned the therapy off in the past and after a few days, the pain/discomfort also went away at that point but then the next day they had like 7-8 bowel movements with the therapy off so they turned it back on again. Patient stated the therapy was supposed to help their bowels and with the therapy off they had so many more bowel movements. Patient inquired about battery longevity and patient services reviewed information and redirected the patient to follow up with their hcp about the pain. Patient stated they hadn't yet told the hcp office they went off gabapentin. Patient stated they would first try decreasing the stimulation even more and if that didn't resolve the issue, they would call their hcp office back in the first of the year to discuss what they could do and to check everything out. Patient also mentioned that they'd gotten a call from medtronic yesterday (on (B)(6) 2024, on (B)(6) 2025 patltr (con): additional information was received from the patient. It was reported that the cause of the burning and heating sensation at the ins site was not determined. They most likely cause was believed to be the battery, felt like a hot phone. They stated that they just turned it off. According to a healthcare provider(hcp) they stated that it was and could be due to irritation of the nerves around the implant, that caused the burning. They also stated that the pain was pocket pain due to the implant.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp indicated when it was removed that it was a malfunctioning device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Aware date of previous report incorrect-correct aware date is 2025-oct-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.